Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was traveling (B)(6), she experienced an uncomfortable overstimulation sensation in her right labia major when she approached a security check (metal detector) close to the boarding gate. She was unable to decrease or stop the stimulation using her patient programmer (several attempts). It was noted that all of the lcd lights on the programmer were activated at the same time. She asked the security personnel to bypass the metal detector and even felt the overstimulation at a distance of 15 meters. It was only when she was approximately 20 meters away from the metal detector that the overstimulation started to decrease. At that time, the patient was able to decrease the stimulation and switch off the device. Upon arrival in (B)(6), she switched the device on and noticed that the stimulation was very high. The patient was able to then decrease the stimulation to a comfortable level (1.9 volts). No interventions were required and no patient injuries were reported.